Event description:
It was reported that the device was explanted in 2008, after 14 months of implant duration due to unknown reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.